Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was calling to get identification card because they need an MRI. Caller mentioned that on 22-september-2022 at 2:00am patient got shocked from stimulator. What happened was when they had the hand set when they powered it on the stimulator wasn't on. When they turned her therapy on it was set like it was when it was set at the hospital at 0.5, so they got a shock when they turned it on. They reset the handset to turn it back off. Then when the manufacturing representative (rep) talked to them on the phone they told the patient to turn the therapy back on and it won't shock them. They did and it shocked them again. The patient was going to make an appointment in one week to go over it. After the patient got that shock, their spouse just took them to the hospital. Their spouse didn't want to have them sit for a week. The first time they got shocked for 8 minutes and the second ti me shocked for four minutes. Patient fell from the second shock and messed up their knee and something happened. The patient was taken by ambulance to the hospital and they did x-rays/CT scan. Their  primary care doctor set up for MRI on the 16th november. The surgeon found out there was a problem with the device. One of the leads was malfunctioning wrong. Walked caller through how to put their device in MRI mode for the MRI. The rep came to the hospital to go over the unit. They showed how to reprogram and turn it back on. Additional information was received from a healthcare professional (hcp). The hcp reported that the rep met with the patient at the ER on (B)(6) 2022 and stated that the controller was set on highest setting. Unit was reset and patient has not contacted office with further concern. To resolve the issue, the unit was reset. Device removal is not planned.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2j335 serial# implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that patient had shocking and discomfort. Patient went to the ER as directed by patient services. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated that their device was giving them a shock which they were now scheduled for device removal on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978a128 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked for clarification on one of the leads malfunctioned, they stated that the manufacturing representative met the patient in the ER on (B)(6) 2024. It was noted that on (B)(6) 2022 the patient had a unit on and not shocking them. The cause of the issue was unknown. According to the clinic note it was possibly turned up too high. The ins and leads were removed in (B)(6) 2024.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978a128 serial# (B)(6) implanted: on (B)(6) 2022 explanted: on (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.